Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow-up. The merlin programmer exhibited longevity anomaly. No medical intervention was performed. No patient symptoms were reported and the patient would continue to be followed normally.